Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced the high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer said the insulin pump alarmed compromised force sensor system. Drive support cap was normal. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis. Frn-unk-rsvr. Unomed set.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised forced sensor system alarm due to motor error alarm.